Event description:
A pt was being treated on the device when during treatment the x-ray tube arm that supports the x-ray tube and collimator assembly fell on pt resulting in rib fracture. The investigation is still underway but appears to be caused by the mounting screws not being too loose which allowed the x-ray tube arm support to fall.